Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported "the physician, who is experienced in using the product (mbl-6-f), has correctly assembled it according to the manufacturer's directions. At the moment of releasing the first band, when doing the release maneuver, the cord broke and all the bands were released at once. Because of this, it was necessary to open another mbl-6-f kit to complete the procedure. The new kit was opened and it worked without a problem." An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video received with this report because the product said to be involved was not provided to cook for evaluation. The video provided shows the trigger cord of the device with the beads visible on the 2 legs of the cord. No other details could be determined from the video. The lot and product numbers were not seen in the video. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the information provided indicated that the device was being used with an olympus gif-h170 endoscope. Research of the endoscope found that the distal end of an olympus gif-h170 scope is 9.2mm which is smaller than the minimum recommended endoscope diameter of the device. The mbl-6-f device is recommended for use with fujinon endoscopes with a distal end diameter of 9.5 - 13mm as indicated on the product label. Use of this device with an incompatible endoscope is the most likely cause of the reported issue. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.